Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't turning on. The device was initially having battery issues. Customer had changed the battery multiple times to resolve the issue but now it's not turning on. Customer's blood glucose was 8.2 mmol/l. Troubleshooting was performed and the display did not return after a new battery was inserted. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned. Customer agreed to return the device for analysis.